Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a radiation sterilized extension set was cracked which resulted in a leak. This issue was further described as, ¿a leak somewhere in the line¿ and ¿extension line had a crack in it at the connection point¿. This was observed during patient use. To resolve this issue, the customer restarted with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured may 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.